Manufacturer narrative:
Insulin pump received with unresponsive button due to a flattened dome switch on the keypad trace. Unable to perform the basic occlusion, prime, no delivery tests or verify the prime and bolus anomaly due to the keypad damage. Damages to the display window, cracked reservoir tube lip and broken belt clip slot also noted.

Event description:
It was reported the insulin pump is over-delivering insulin. Customer stated that the trainer has reset the insulin pump and it continues to over-deliver insulin. Customer has received the letter. The blood glucose reading is 119 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.